Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test. Upon evaluation, resistor r84 was broken on the defibrillator board and u901 (quad micro-power op-amp buffer) had a broken solder connection on the ca board. The cause for the pulse test failure is the damaged resistor and open connection. The root cause for the broken resistor and broken solder connection could not be positively identified but was likely mechanical shock from physical impact. The root cause for the broken resistor and broken solder connection could not be positively identified but was likely mechanical shock from physical impact. No adverse event resulted from the damaged monitor. The last patient to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test. The last patient to use this monitor did not report any deficiencies.